Manufacturer narrative:
On 07/11/2017: a review of the pump logs was performed and the pump logs did not indicate any issues with the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels reached 367 mg/dl at its highest. Pump supply changes were performed and correction boluses were delivered to address the bg levels. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.